Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose level was "high". Reportedly, the customer declined further troubleshooting from tandem technical support.